Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen in the emergency room after experiencing a syncopal episode. The rv lead displayed intermittent loss of capture (loc). The rv output was reprogrammed to maintain a 2:1 safety margin; no further loc was observed. The lead remains in service. There were no additional adverse patient effects.